Manufacturer narrative:
This patient is not enrolled in latitude, and no good faith effort response was received for the date of implant. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was suspected that the device exhibited premature battery depletion (pbd). As the patient is dependent on pacing, this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.